Event description:
Boston scientific received information that both of this patient's leads were explanted due to subclavian crush. The device was electively explanted at the same time to avoid any additional surgery in the future. A new device system was successfully implanted without complications.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that this lead was fractured. Only the proximal segment of the lead was returned for a total length of 248 mm. There was dried bodily fluid throughout the entire lead lumen. There was clavicle fracture at 248 mm from the terminal pin, as well as clavicle abrasion noted from 246 to 248 mm from the terminal pin.